Event description:
There was an allegation of questionable hdlc3 hdl-cholesterol plus 4th generation results for 1 patient sample on a cobas 6000 c (501) module. The initial hdlc3 result was 84 mg/dl. The repeat result was 49 mg/dl. The sample was repeated due to high qc results. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The reagent lot is 608226. The expiration date was requested but not provided.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The field service engineer (fse) found burn marks on the cuvette cells due to incorrect adjustment of the mixers. The fse adjusted the mixers, replaced the cuvettes, and replaced the photometer lamp. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.